Event description:
Consumer reports experiencing ocular pain, redness, and light sensitivity while using this product. In addition, she states opening her eyes was difficult due to the light sensitivity. She states an ophthalmologist diagnosed infectious keratitis in her left eye in 2007 and treated her with zymar ophthalmic solution (gatifloxacin) for two weeks. She discontinued lens wear and product use. The eye infection resolved and symptoms did not recur in that eye. She resumed contact lens wear and product use. Four months later, symptoms recurred and the ophthalmologist diagnosed a corneal ulcer in her right eye and again treated her with zymar ophthalmic solution but this time more aggressively (one drop every hour during the day and one drop at night for several days, then three times daily), per consumer. He also treated her with lotemax ophthalmic solution (loteprednol) for inflammation. After two weeks, her condition improved and treatment was discontinued. Consumer states the physician told her healing of the corneal ulcer would take two to three months total. The following month, consumer reported the corneal ulcer is resolving but not completely gone. She can wear contact lenses for a limited amount of time and is using generic contact lens care products (not specified), which she used in the past without difficulty. Consumer reports that in 2006, she had occurrences of the symptoms and general practitioners diagnosed pink eye at that time. She states her ophthalmologist's opinion was that these two earlier occurrences were likely to have been keratitis. Consumer had used product for about one year when she discontinued product use one year ago. She states her optometrist had recommended product due to the moisturizing effect. Consumer has been wearing acuvue lenses for about seven years (two-week replacement cycle). She gave her permission to contact the ophthalmologist who treated her. In 2007, the ophthalmologist declined to provide information on this patient.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Evaluation of retention sample from lot 115439f in progress. Batch record review in progress. No similar reports for lot 115439f. This report mailed in to FDA on: 07/03/2007. Additional information was requested from consumer: 06/12/2007, 06/22/2007 (3), and 06/29/2007. Additional information was requested from ophthalmologist 06/25/2007, 06/28/2007, and 06/29/2007. Ophthalmologist declined to provide information.